Event description:
Patient revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 11/10/15-pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs updated personal and attorney information. Medical records and revision surgery records noted fraying at head and neck junction of femoral component and femoral head, decreased range of motion, and difficulty walking. Lab results confirmed the elevated metal ion levels. Part/lot updated. The complaint was updated on: nov 19, 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
This report is still considered closed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 7/15/15- litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from weakness, metallosis debris, metallosis, and elevated cobalt chromium metal ion levels. A doi has been provided. An unknown stem is now being added to address elevated toxic metal ion levels. Update 11/10/15-pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs updated personal and attorney information. Medical records and revision surgery records noted fraying at head and neck junction of femoral component and femoral head, decreased range of motion, and difficulty walking. Lab results confirmed the elevated metal ion levels. Part/lot updated.